Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the customer's freestyle libre reader would turn off by itself when not connected to the data cable or charger. The customer was unable to monitor his glucose, and subsequently experienced the symptom of vomiting. The customer went to the hospital, where he was diagnosed with hyperglycemia, treated with insulin and "finigan", and hospitalized over-night. There was no report of death or permanent injury associated with this event.